Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: 977c290, serial/lot #: (B)(4), ubd: (B)(6) 2020, UDI#:(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative and healthcare professional (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had implant surgery on (B)(6) 2018 and post-op the patient had symptoms of leg numbness, dorsal root irritation and abdominal pain. A factor that may have lead to this was irritation of the spinal cord due to lead placement. The patient was placed on steroids to see if that helped reduce the inflammation and symptoms. The patient had a lead revision performed and it was noted that the lead was replaced. No further complications reported.

Manufacturer narrative:
Other applicable components are: product ID: 977c290, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative. It was reported that the cause of the lead placement wasn't determined. The patient's symptoms had resolved somewhat- they were feeling less abdominal and rib pain and their left leg strength had improved. The serial number of the patient's ins was unknown and the lead was disposed of by the surgical team. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.